Event description:
It was reported the reservoir could not be filled after the reservoir had been aspirated. A second refill kit and "holding negative pressure" was tried. The health care professional stated this is the second time this has happened. The medication being delivered via the device system was not reported. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).